Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received inside the cannula. The cannula blunt tip and c-ring were melted. The tissue welder cold jaw silicone boot was completely melted and detached. The cold jaw silicone boot was almost completely melted and detached. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the observation of the jaws and cannula tip melted, the reported failure "device remains activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, two vasoview hemopro units had electrical failures. The first unit overheated, melted the jaws and tip and remained activated. The second, replacement unit would not cauterize, "causing more bleeding." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.